Event description:
It was reported to st. Jude medical that the patient expired, cause unknown. A low lead impedance was observed on stored diagnostics. The physican suspected the device may have delivered therapy into a low impedance load, thereby damaging the ICD. The ICD and lead were returned for analysis.